Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited failed appearance of distal end and cover glass, broken fiber, failed function of light source, and component failure of distal end, cover glass and light guide bundle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failed appearance of distal end, cover glass and broken fiber was caused due to a component failure of the distal end cover glass. However, failed light source function was caused due to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.